Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer, a "service required" code related to the device's speakers was found in the ventilator's downloaded error log and it was observed that the device's speakers were not audible when the device powered on and were then audible only intermittently. The device's speakers and front panel board need replaced to address the issues. It was observed that the device's tubing from the porting block adapter was routed incorrectly causing the tubing to be pinched. The tubing was rerouted to the correct position to address the issue. The device failed steps during testing. The device's active exhalation control module needs replaced to address the issues. An issue related to the device's ac power cord was observed. The device's ac power cord needs replaced to address the issue. The device was returned to the customer unrepaired.